Event description:
Caller reported advantage blood glucose results of 77 mg/dl, 169 mg/dl, and 125 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.